Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:on investigation, a couple of battery cracks were found, along the left side of the grip pad and from below the grip pad to the case seal. The pump powered up to the verify screen with auditory and vibratory features. No tactile issue was found with the buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(6) 2015.